Manufacturer narrative:
(B)(4). Date sent: 10/19/2020. D4: batch #u5ax25. Investigation summary the analysis found that one pce45a device was returned with no apparent damage and with an ecr45b reload loaded on the device. The reload was received fully fired. After further analysis, the articulation mechanism was noted to be damaged, as it would not hold the articulation setting. The manual override door was out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4) date sent: 07/30/2020. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from top view with a blue reload loaded and the bailout door was noted removed. Based on the photo the event describe is of would not reverse knife automatic was confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date, no device has been received.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anus-preserving surgery for low rectal cancer, after firing, the knife moved to the distal end, but could not return knife automatically. The knife reverse button would not work. Used manual override lever to return knife. It is unknown how the surgeon removed the device from patient. There were no adverse consequences to the patient. No additional information can be provided.